Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended and the patient was experiencing pain at the pocket site. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the facility.